Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.